Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. Patient was under 2 years old. Labeling indicates: the dexcom g6 continuous glucose monitoring system (dexcom g6 system) is a real time, continuous glucose monitoring device indicated for the management of diabetes in persons age 2 years and older. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided by the patient¿s mother on (B)(4) 2018. The patient¿s mother stated that upon removal of the sensor wire on (B)(6) 2018, there was no sensor wire visible. On (B)(6) 2018, the patient¿s mother stated that the sensor wire was still in the patient and she was going to take the patient to the doctor. On (B)(6) 2018, further contact was made with the patient¿s mother and she stated the patient had seen their family doctor. The parents stated they advised the doctor that surgery was needed to remove the sensor wire; however, the doctor declined surgery due to the patient¿s age and the risk of putting the patient under anesthesia. The patient was referred to their endocrinologist for further advice. The endocrinologist advised the patient¿s parents to monitor the insertion site to see if the wire will work its way out. A follow up appointment with the endocrinologist was scheduled for (B)(6) 2019. At the time of further contact, the patient was doing fine but had a small knot at the insertion site. No additional patient or event information is available.